Event description:
Information was received from a manufacturer representative and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins fell on the ground during the movement of the sterile table from one position to the other. The patient also had other health complications during the procedure and the healthcare provider abandoned the procedure and set a different date to perform the battery placement. No troubleshooting/intervention was taken. The patient was to be discharged and would return on (B)(6) 2022 to replace the device, should they be in good health status. (B)(6) 2022 (B)(6) (rep.): additional information received from a manufacturer representative. It was reported that the patient's other health complications were not related to their device/therapy. The patient's ins was being replaced due to normal battery depletion; the ins reached its end of service. (B)(6) 2022 (B)(6) (rep.): additional information received from a manufacturer representative. It was reported that the patient's other health complications were not related to the procedure. (B)(6) 2022 (B)(6): no new information. (B)(6) 2022 (B)(6)(rep, for): no new information.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis of the neurostimulator, model 97702, s/n (B)(6), revealed the device passed all testing in the laboratory and no anomalies were identified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.